Manufacturer narrative:
Concomitant medical products - model: 5076-45, lead; implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance and short v-v intervals / sensing integrity counter (sic). The lead was capped and replaced. No patient complications have been reported as a result of this event.